Event description:
It was reported that the health care professional wanted a review of pacemaker mediated tachycardia episodes for this pacemaker. Technical services reviewed the reports and noted that the pmt appeared to be atrial driven. Additionally, ts also noted that there were atrial tachy response (atr) episodes that showed farfield signals that were labeled as a premature atrial contraction. Ts also noted there were farfield signals that were blanked on the live electrogram. Ts suggested reprogramming options to address both issues. The device remains in use. No adverse patient effects were reported.